Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The marker lumen blockage was unable to be confirmed. The bend was able to be confirmed. The investigation was unable to determine a conclusive cause for the blocked lumen; however the bend in the shaft and treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with the proglide device to close the small puncture after a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 6fr. Reportedly, the proglide was introduced but no arterial flow was seen through the marker lumen. The device was retracted until the guide wire exit port was seen on skin level. At this moment a bend in the device was noticed. It was decided to use a non-abbott closure device to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is in-training in the use of the proglide device. No additional information was provided.